Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) female consumer reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons procomfort regular, vaginally for menstruation (lot number 1540m8729, expiration date and frequency unspecified). It was reported that the string from two of the tampons from this box detached when pulled to remove the tampon. She was able to remove both tampons on her own. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.